Event description:
Boston scientific received information that post implant procedure, the brady lead with this brady device exhibited an increase in pacing lead impedance measurement from 1,100 ohms to 2,200 ohms; however r wave amplitude and pacing threshold were still within normal range. Fluoroscopy was performed but result was not known. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.